Manufacturer narrative:
(B)(4). Approximate age of the device - 7 months. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient presented with melena and anemia. A colonoscopy was normal. The enteroscopy revealed moderate erythematous gastropathy in the gastric antrum which was suspected to be the cause of the bleed. At the time of the event, the patient's anticoagulation regimen consisted of warfarin. The patient was hospitalized and transfused with 3 units of packed red blood cells. It was reported that the gastrointestinal bleeding resolved on (B)(6) 2016. No additional information was provided.